Event description:
Revision surgery - due to the patient falling and dislocating their hip.

Manufacturer narrative:
The reason for this revision surgery was the patient fell and dislocated the hip. The actual length of in-vivo patient service for this product is unknown since the original date was not provided or could not be established. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot number was not provided or determined during the complaint evaluation. Multiple searches of the djo surgical records by surgeon and patient database revealed no additional information concerning this event. No additional information was obtained from the agent to assist in the event identification. This complaint will be closed with the lot number unknown pending receipt of additional information. The following are undetermined items or issues for this complaint: the revision date on the product feedback form is unconfirmed. There was no dticket submitted for the original surgery. This event is deemed as non-product related. The root cause for this event was the patient fell and dislocated the hip. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.